Event description:
During a liver biopsy procedure using biopince device, patient experienced a hemorrhage following the third attempt to obtain a sample. The patient required a surgical procedure to stop the bleeding. Despite continuous efforts by the manufacturer, as of the time of filing we have not received an update as to the patient's condition.

Manufacturer narrative:
The physician discarded the first device used during the procedure. The second device is being held by the customer and will not be sent to our facility for review; however, pictures of this device were sent to our facility. The pictures of the second device have been reviewed and no damage to the cannula tips or stylet were noted. The pincer did not dive as intended. For each device, there is a gap inspection during the manufacturing process to ensure there is a proper bend to the pincer, and each device is test fired to ensure the device functions as intended once manufactured. There is a higher risk of no sample with flat pincer; which is when the pincer does not dive as intended as noted in the pictures sent by the customer . There could be several causes for flat pincer such as internal components or outside interference. We are unable to determine the root cause of the defect reported from the pictures sent by the customer. No defects or deviations were found during the batch record review that would cause the reported incident. No material links or complaint links were found for the reported lot number. We will continue to monitor and trend.